Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2015 with a blood glucose of 555 mg/dl. Customer was vomiting and had high blood glucose. Customer also had diabetic ketoacidosis. Customer was treated with IV insulin and fluids before being released today. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump before the ambulance arrived. Customer stated that he called the ambulance for transport to the emergency room. Customer declined to check for air bubbles or the presence of leaks in the tubing/reservoir. Customer stated that the cannula was not bent when removed. Customer stated that the piston on the pump was not working. Customer's current blood glucose was 226 mg/dl. Customer was currently treating with manual injections. Customer does not have the tubing clamps and will be sent some to finish troubleshooting. Customer also had an issue with no delivery alarms but was not able to troubleshoot.